Manufacturer narrative:
Investigation summary: 2 photos were provided. This could have happened after the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the plunger rod assembly process and the damages were not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9206749 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this could have happened during syringe assembly process. Rationale: CAPA not required at this time.

Event description:
It was reported that cracks were found on 27 bd luer-lok¿ syringe plungers' before use. The following information was provided by the initial reporter: "during production syringes with cracks on plunger found."